Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set at the y-site is confirmed and was determined to be supplier related. One 22 ga x 0.75 in safestep infusion set with y-site was returned for evaluation. An initial visual observation showed blood use residues throughout the returned device, and a needleless injection cap was attached to both luer adapters. Upon removal of the needleless injection cap from the valved y-site, the valve septum appeared slightly recessed, but returned to normal position during functional testing. A functional test of infusion and aspirating water into the device using a 12 ml syringe revealed the infusion set was patent to both infusion and aspiration. Pressurization of the device revealed leakage at the y-site valve septum. A microscopic observation revealed the valve to have a small ring of water around the top of the y-site where it was leaking, but nothing more remarkable was observed. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that during red blood cell infusion, reporter noticed blood slowly leaking out of the port access needle connector on the proximal port. Port cleansed and cap added to end to stop leaking in order to finish red blood cell transfusion. No more leaking from port noticed. Reported states the event resulted in prolonged care and states the level of harm as "minimal". Additional information 3/3/2023 : it was reported by the customer "minimal harm to patient due to blood leaking / port access needed changed to minimize infection risk. The event did not involve an urgent/life threatening medical situation. The event did not interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during red blood cell infusion, reporter noticed blood slowly leaking out of the port access needle connector on the proximal port. Port cleansed and cap added to end to stop leaking in order to finish red blood cell transfusion. No more leaking from port noticed. Reported states the event resulted in prolonged care and states the level of harm as "minimal". Additional information 3/3/2023: it was reported by the customer "minimal harm to patient due to blood leaking / port access needed changed to minimize infection risk. The event did not involve an urgent/life threatening medical situation. The event did not interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported that during red blood cell infusion, reporter noticed blood slowly leaking out of the port access needle connector on the proximal port. Port cleansed and cap added to end to stop leaking in order to finish red blood cell transfusion. No more leaking from port noticed. Reported states the event resulted in prolonged care and states the level of harm as "minimal".